Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead failed to convert rhythm by delivering anti-tachycardia pacing (atp) during ventricular tachycardia episodes. It was found that the lead exhibited r wave amplitude variation and loss of capture. It was also noted that the patient experienced syncope. The physician suspected that the lead has been dislodged. No intervention was performed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-21454 new information received notes that the lead was explanted and replaced. The patient was stable.